Event description:
It was reported that the patient's husband called, wife gave information. Complained of pain and that she felt her leg is shorter. Felt hip turn during the night, femur cracked and had revision surgery (B)(6) 2011.

Manufacturer narrative:
The patient is (B)(6). At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.